Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown. Customer stated that she accidentally jumped into the pool with her insulin pump the display went blank immediately after exposure to moisture. Advised to discontinue use of the insulin pump and advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the operating currents measurement, self test and displacement test. No blank display anomaly noted, however moisture damage found on the lcd board. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window.